Manufacturer narrative:
Initial reporter occupation: sr. Global post market surveillance specialist. Investigation summary: one sample was received. It is a 3ml syringe connected to the needle assembly. It has the plastic shield. It has 3ml of a solution. Visual inspection was performed. No damages or defects were observed. The plunger rod was pushed down getting solution expelled through the needle tip. No leakage from any area was observed. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: the root cause could not be determined. Rationale: CAPA not required at this time.

Event description:
It was reported that bd precisionglide¿ needle leaked on 2 occasions during use. The following information was provided by the initial reporter: material no.: 305110 batch no.: 9148980. It was reported that the needle was leaking at the adapter. This pr captures the complaint against the syringe. Caller reported experiencing leaking needles and syringes on 2 occasions since (B)(6) 2020. Number of occurrences: 2. Did the caller insert the needle into the cartridge and encounter fill resistance? No. Did issue cause any injury? No. Did customer require medical intervention? No. Is product manufactured by bd? Yes, sample is available for investigation. Resolution: cts explained that bd might follow up with caller regarding returning syringe/needle. Caller was able to successfully fill a cartridge. No further follow up is required.